Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: two observed openings striated on anterior and radius side assessed as surgical damage. Additional observations: yellow particles on the surface on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan product.